Event description:
Initial hgc-beta result of 14.11 mui/ml was rerun on the same patient tube and recovered <0.100 mui/ml. No information was provided as to whether or not the initial result was used to provide patient treatment. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.